Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to determine root cause without the sample. Complaints were reviewed with no adverse trend observed. Solventum will continue to monitor.

Event description:
A specialty pharmacy reported the patient began therapy with remodulin for primary pulmonary hypertension. The patient developed a rash with leaking pustules under the 3m¿ tegaderm¿ dressing. The patient was started on bactrim on (B)(6) 2025. The rash and itching appeared to be spreading and not improving. She finished the bactrim on (B)(6) 2025 and was applying an antibiotic ointment on the pustules. On (B)(6) 2025, the patient went to the emergency room and was admitted for a soft tissue infection. The reporter¿s causality for the symptoms were considered to be possibly related.